Manufacturer narrative:
It was reported that the surgeon did not release the vigilance device (i.e. The foot pedal) at the appropriate time while the robot arm was driving to the trajectory, thus causing a collision. A review of the ifus was performed and the user manual adequately indicates how to avoid collisions. Indeed, the robot arm will only move if the user depresses the vigilance device; as soon as the user releases the vigilance device, the robot arm movement is interrupted, and the interface requires confirmation before resuming the movement. Therefore, based on the investigation performed, the technical root cause of the event was determined to be a use error. Unique identifier (UDI) #: (B)(4).

Event description:
During dbs implantation surgery, while driving to trajectory (length of 160mm), the guide tube had mistakenly remained advanced in the microdrive head-stage. Surgeon assumed that the arm would stop short of the burr hole, but at the time, did not realize the trajectory was set at 160mm. The surgeon remained on the vigilance device while the arm continued to advance further until the guide tube advanced slightly into brain tissue. The clinical representative (cr) pressed the stop button after realizing the surgeon did not react. At this time, the arm was moved axially out and back to the home position. The cr re-trained the surgeon on the robot utilisation: it was the second time that the surgeon performed an operation with the device. The patient was not injured as this guide tube was to be advanced at this location in the brain. This caused a delay of less than 5 minutes.